Manufacturer narrative:
Clinical impression: during a percutaneous transluminal angioplasty of this male's left superficial femoral artery three balloons were reported to have ruptured. The vessel was described as heavily calcified and moderately tortuous with a 90% stenosis. A savvy balloon was used initially for pre-dilation but showed leakage at 8 atmospheres. Upon removal, it appeared to be ruptured. Next, an amiia balloon was inflated to 12 atmospheres, but it also showed leakage and was removed. Lastly, a slalom thrill was inflated to 7 atmospheres where it also ruptured. All three balloons ruptured under rated burst pressure. A rotoblation was performed and a stent was placed. There was no injury to the pt. The amiia and the slalom will be returned for analysis. Vessel characteristics may have had an impact on this event. The product was not available for evaluation and testing. Review of the manufacturing route sheets revealed no anomalies that can be associated with the reported complaint. No other complaints have been reported for this lot number to date. No other complaints have been reported for this complaint category for this catalogue number in the past six months prior to this alert date. Conclusion: as the actual involved product was not returned for analysis, the exact cause of the reported balloon burst could not be determined. Review of the manufacturing route sheets revealed no complaint related anomalies. This is one of three products used in the same procedure and reported under manufacturing report number: 9610978-2004-01142. The third product, amiia peripheral dilatation catheter, was not reported to the FDA, as it is not manufactured or distributed in the united states (us) and is not similar to one manufactured/distributed in the us. No further info will be forthcoming.

Event description:
The report we rec'd from our affiliate indicated that a target lesion in the left superficial femoral artery was being treated. The lesion and heavy calcification, moderate tortuousity and 90% stenosis. The procedure was performed via antegrade approach. First, a savvy balloon catheter (435204s) was used for pre-dilation, but leakage was shown on the image at 8atm, so the savvy was pulled out from the pt. The balloon was ruptured. Then, a competitor's balloon ryujin (terumo/1.25mm x 15mm) was used for pre-dilation. Dilation was not enough with ryujin, and an amiia balloon catheter (423-4040s) was used, but a leakage was shown on the image at 12 atm and the balloon was pulled out. Instead of amiia, a slalom thrill (439-4040s) was used, but the thrill was also ruptured at 7atm. Due to the heavy calcification, a roterblator (bsj) was used. Then, a palmaz stent of unknown catalog and lot number was placed and the procedure was successfully completed. There was no adverse consequence to the pt and no extension on the procedure time.